Event description:
It was reported that the right ventricular lead exhibited right ventricular lead exhibited loss of capture. It was noted that the dependent patient had one syncopal episode that correlated to a loss of capture. An x-ray was performed, and it was determined that the lead was dislodged. The lead was successfully repositioned. The patient was in stable condition.